Manufacturer narrative:
H.6. Investigation: complaint reports centrifuge lid failure associated with slideprep (catalog number 491346) serial number (B)(6). Complaint alleges centrifuge lid will not stay open. Service was dispatched to replace the centrifuge gas springs. Service could not replace gas springs due to the centrifuge being a model rotina 46s. This is an old centrifuge with no replacement parts. Customer was advised to order the new hettich 380 centrifuge to replace the old model rotina 46s. Hettich 380 centrifuge was received and installed. Post intervention the instrument was left operating normally. Root cause is not determined, and this complaint is not a confirmed failure of the instrument. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "centrifuge.¿ h3 other text : see h.10.

Event description:
It was reported that while using bd totalys slideprep a lid fall was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: " it was reported that gas springs no longer keeping centrifuge lid up and need replacing. "

Event description:
It was reported that while using bd totalys slideprep a lid fall was observed by the laboratory personnel. There was no report of impact. The following information was provided by the initial reporter: " it was reported that gas springs no longer keeping centrifuge lid up and need replacing. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.